Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (b)(60 2009 and mesh was implanted concurrently with bilateral sacrospinous fixation, anterior repair with graft reinforcement using bovine pericardium hydrx, enterocele and rectocele repair due to sui, uterine prolapse, cystocele, enterocele and rectocele.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/04/2016.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/28/2015. Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, midline rectocele, enterocele and sui. It was reported that patient underwent bilateral sacrospinous fixation, anterior repair with graft reinforcement using bovine pericardium hydrx, tension-free vaginal tape suburethral sling procedure, cystoscopy, enterocele repair and rectocele repair on (B)(6) 2006 due to uterine prolapse, sui, cystocele, enterocele and rectocele. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.